Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a continuous audible tone. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) arrived on site and confirmed the system started normally with no alarms. Ran system diagnostics and performed preventive maintenance (pm) procedures. System passed all checks. Noticed batteries depleted upon initial startup. Audible alert consistent with battery depletion and shutdown. Able to run cardiosave on trainer simulating patient for 1/2 hour with no fault or error. System returned to service. There was a patient involvement but no harm was reported.

Event description:
N/a.